Event description:
Reporter alleged high blood glucose readings and went to the dr as a result. It was stated customers' meter read 301 mg/dl compared to the drs measurement of 95 mg/dl, when tests were performed 1 minute apart. As a result, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.